Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions for future issues. The customer continued to use the pump and was advised to change supplies and resume insulin, although the customer declined further follow-up from technical support. No additional information was obtained.